Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values for several hours while wearing the adc freestyle libre 2 sensor. On (B)(6) 2020 the customer reported self-treating with insulin base on the high sensor values and experienced sweating and subsequently lost consciousness. Emergency services were called and the customer was treated with IV access and given 25 mg/dl intravenous glucose for a diagnosis hypoglycemia. There was no report of death or permanent injury associated with this event.